Event description:
It was reported following a successful percutaneous transluminal coronary angioplasty stent procedure, the patient experienced chest pain and was returned to the catheterization lab where it was noted that two side branches had narrowed and became partially occluded. An attempt to access the artery with a guide wire was unsuccessful. The patient was then sent for bypass surgery. No other information is available.